Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The curved handle wouldn't hold the plastic sizer.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds additional reported incidents against the provided product and lot combination. Previous reported events were investigated and found the apg sizer pin guides appear to be rounded off preventing them from fitting properly in the apg curved handle. The o-ring inside of the apg curved handles appeared to be damaged from the spin out of the sizer pins. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.